Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under both breasts. Patient reported that a physician ordered wet to dry dressing changes. Patient reported having severe pain in her left breast. After exam it was determined that she has left breast necrosis. Outcome of the irritation is unknown.